Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during drain 2 of 5. The customer stated the supply bag was removed and replaced with new bag. The technical service representative (tsr) assisted the customer to end therapy and advised the customer to inform the nurse of the bags being switched while connected. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. However, based on report information, the root cause was determined to be use error, switching supply bag while connected. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).